Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision. The patient had lost weight and the pocket was uncomfortable. The pocket site was relocated from the midline to the buttocks. The patient was reportedly doing well after the revision surgery.